Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). The suspect device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator was "trapping pressure" under CPAP (continuous positive airway pressure)-pressure control mode while in use with a patient. The customer replaced the flow sensor and the exhalation diaphragm but it failed to resolve the reported issue. There was no harm to any patient or clinician in association with the reported complaint.